Event description:
The customer reported having unexplained low blood glucose. The blood glucose reading at time of call was 105mg/dl. Troubleshooting was performed, and the programming in the insulin pump was correct. The reservoir had the same amount of insulin as shown on the status screen. During the call, it was found that the customer had a heart attach a month ago. The customer stated that the insulin pump was exposed to x-ray machine at the airport when he traveled. The displacement test was performed and passed. The caller mentioned having a heart attack recently, and he was with the cardiac therapist when his blood glucose dropped to 47mg/dl. The alarm history was reviewed and found multiple no delivery alarms. The customer changed the reservoir, and he noticed that he has 126.1 units left. He stated that he may not be getting enough insulin. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.